Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. In the complaint letter they say that the pushing out of the endobag goes difficult, during retreival the green stopper goes into the shaft and the system locks, so the rope can not be reached, then after pushing forward the metal guidewires are exposed in the abdomen. I allready re-trained the hospital staff today. Patient status: no patient injury. Type of intervention: inservice.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. In the complaint letter they say that the pusching out of the endobag goes difficult, during retreival the green stopper goes into the shaft and the system locks, so the rope can not be reached, then after pushing forward the metal guidewires are exposed in the abdomen. I allready re-trained the hospital staff today. Patient status: no patient injury. Type of intervention: inservice.